Event description:
The reporter stated that the device tubing separated. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. The tubing was fully seated and solvent was present. No tubing separation was observed. The customer's complaint of tubing separation at the bond could not be confirmed. Further exam revealed that the tubing had physical damage with the tubing having been snapped in half above the bonded area. We were unable to determine how or when the tubing became damaged.